Event description:
Boston scientific received info that one day post implant the right atrial (ra) lead exhibited loss of capture. A dislodgement was confirmed via x-ray. During the revision procedure, the physician attempted to reposition the ra lead four times and was unable to obtain acceptable diagnostic measurements. It was noted that the implanting physician extended and retracted the helix approx 20 times during the four repositioning attempts. Subsequently, the helix jammed in the retracted position and the ra lead was explanted. A new ra lead was successfully implanted. No specific measurements were provided and no adverse pt effects were reported.